Manufacturer narrative:
G2. Foreign: ca medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient claimed that they had to move due to large speakers in the bottom apartment. When they were on, the patient would get "zapped" by their neurostimulator, even when it was off. It was noted that the patient was implanted outside of canada, and the hospital where they were followed in canada was telling the patient to contact the manufacturer. The patient did not report any changes . They had been experiencing this for months and advised the clinic. The patient was advised to call the clinic and have their implant and leads checked with the physician programmer. The issue was not resolved. No surgical intervention occurred. The patient was alive with no injury. The issue occurred during normal use.

Event description:
Additional information was received reporting that the patient was having electronic interference from a bc hydro power transformer and power line very close to their bedroom. This was causing them immense pain in the implant site on their spinal cord. The only way that they can relieve this was to go outside to an alternate location without power lines. The patient can¿t spend much time in their bedroom. They have tried to reach out to bc hydro about this problem but it hasn't been solved. The patient needs to have some answers as they have done everything that bc hydro has suggested. The patient knows that this problem was not the stimulator as they have let it die and they were still being shocked by the power lines. The patient would like to resolve this problem. The patient was advised to contact their clinic to address the situation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the physician advised the patient if they continue to experience issues, they were instructed to turn the therapy off. Patient had shared they had moved and were no longer experiencing. There were no device recommendations nor programming that will allow the patient not to experience this symptom. Physician had already discussed this directly with the patient. No additional appointments will be made.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating the date of the event was 2025-aug-11, "which matches the provided implant date of (B)(6) 2025". The issue with emi interference took place after replacement date, where neighbors exposed to the interference. Patient has now moved and is not experiencing this any longer. On (B)(6) they met in clinic. There were no current issues with system. All impedances are good and no adjustments to patients therapy. Patient expressed no adjustments to therapy were required, and was no longer experiencing emi issues. Patient did not request removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient regarding their implanted neurostimulator (ins). It was reported that that living near electrical poles by their mother's house has been causing interference with his ins. They mentioned experiencing significant electromagnetic interference (emi) interference, which has exacerbated their pain, and the patient has expressed a strong desire to have the implant removed. They are currently scheduled for an appointment at the healthcare provider on august 27, but the patient feels that they cannot wait until then and was requesting an earlier date. Patient service emailed a manufacturer representative (rep) asking if they could check with the clinic to see if it's possible to get the patient an earlier appointment. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.